Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, four devices were used. The probes of three devices came loose. The intended procedure was completed with the fourth device. There was no patient injury reported. Three devices were returned to olympus medical systems corp. (Omsc) for evaluation. On december 14, 2020, omsc found that the tissue pads of three devices were separated. There were no reportable malfunctions on the probes. This is the report regarding the separation of the tissue pad of the second device.